Event description:
The treating physician¿s office reported that the site does not retain any clinic notes earlier than 2005, so no details could be obtained regarding the increase in seizures as noted on the (B)(6) 2005 notes from the surgeon.

Event description:
Clinic notes dated (B)(6) 2005 revealed that the patient experienced a slight increase in seizures. Since (B)(6) 2005, he has done very well.¿ ¿mom admits that his seizures have increased slightly. He is now having some jerks at night and about one to two seizures per day.¿ the patient was continuing vns programming titration. The surgeon¿s plan was to continue the patient on amicar and ddavp due to impaired healing as captured in manufacturer report number: 1644487-2013-02319. The surgeon noted that the patient¿s mother understood that this therapy could result in hyponatremia which in turn can cause increased seizures. It is unclear if the physician believes the medication in fact did cause the increased seizures. Follow-up with the surgeon for additional information were unsuccessful as no additional information was provided. Attempts for additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Previously submitted MDR indicated an incorrect patient identifier. This report is being submitted to correct this information.